Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled and there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant the right ventricular lead was repositioned several times and there was an increase and high impedance. Also, the helix was not extending. The lead was removed and replaced. No patient complications were reported as a result of this event.